Event description:
Information was received indicating that during continuous subcutaneous infusion of remodulin, a smiths medical cadd-ms 3 ambulatory infusion pump alarmed "blocked." It was reported that the patient did not "observe any kinks" in the line. Per reporter, patient was out of remodulin and was advised to go to the hospital. The duration of the hospitalization and the action the hospital took are unknown. No adverse patient effects were reported.